Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the subject instrument, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a prosthetic replacement, the user inspected the subject instrument while putting a patient under sedation. Then the user could not use the water-supply due to malfunction of the roller in the pump head. After trial and error in twenty minutes, the user changed the subject instrument to a different instrument and completed the intended procedure. No patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The water-supply of the subject device could not work. The pump of the subject device was not driven by the motor. The gear wheels connected the motor and the pump didn't mesh with each other. The screws which fixed the motor were loosed. The gear wheel connected to the motor was out of the correct position. Omsc presumed that the event occurred due to the following occurrence mechanism. The gear wheel on the motor was out of the correct position for unspecified reason. Therefore the dimension of meshing between the motor and the gear wheel became small. The screws which fixed the motor were loosed since oscillation was applied to the subject device when shipping or using it. And eventually, the gears connected the motor and the pump didn't mesh and the water-supply of the subject device could not work. Omsc confirmed the repair record of the subject device, but the subject device has had no malfunction and no repair record was found. The subject device was used as a loaner of omsc. Omsc inspected the subject device before every shipping, and there was nothing abnormal found. From the above, omsc determined that the gear wheel on the motor was correct position when the subject device was shipped. The exact cause which was the incorrect position of the gear wheel on the motor could not be conclusively determined.